Manufacturer narrative:
The investigation determined the fault to be caused by corrosion on the membrane tail due to suspected storage outside of the indicated conditions. This resulted in excess current drain on the returned device and premature depletion of the returned pad-pak. The investigation determined that the device and pad-pak were capable of delivering shock therapy.

Event description:
Red status led and beep. No patient involvement.

Event description:
Red status led and beep. No patient involvement.